Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the home choice (hc) during fill 10 of 10, fill volume 6ml. The care giver (cg) states heater bag fell off machine and became disconnected. The baxter technical service representative (tsr) advised that the hp will need to end therapy and advised to call registered nurse (rn) and make her aware. The tsr assisted in ending therapy. The solution to this issue was provided over the phone. There was patient involvement but there was no patient injury or medical intervention was reported. Baxter contacted the rn and the rn stated the following: the event was reported and the patient didn't mention anything that would have caused the event. The samples involved were discarded and the lot number was unknown. The rn stated there was no patient injury or medical intervention associated with the event.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was confirmed and the cause was supply bag fell and disconnected. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.